Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 403 mg/dl. The customer also reported that they had received power loss alarm. Based on customer report customer did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus. Customer stated insulin exited at the qr. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.